Event description:
It was reported that fine particles were found in syringe as well as coring occurred with a bd phaseal¿ injector luer lock n35j. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: (2 of 2 complaints). This incident occurred in 2 patients treated with herceptin in a row after the beginning of may. While sequentially aspirating fluids from 3 vials, fine particles were found in a syringe. Particles produced by coring were also left in post-aspirate vials.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 2020-06-08. Investigation summary: three protectors attached to a vial along with one syringe connected to a injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the injectors or injector membranes. All protectors were securely fitted to the vials and the needle of the protectors penetrated the vial stopper properly. During our evaluation, a foreign particle was observed inside two of the vials and inside the syringe. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that fine particles were found in syringe as well as coring occurred with a bd phaseal¿ injector luer lock n35j. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) this incident occurred in 2 patients treated with herceptin in a row after the beginning of may. While sequentially aspirating fluids from 3 vials, fine particles were found in a syringe. Particles produced by coring were also left in post-aspirate vials.